Manufacturer narrative:
As reported, the white portion of the plug of a 5f mynxgrip vascular closure device (vcd) did not descend appropriately. It was noted that when shuttling the colored handle down, the user described much more resistance than normal and did not feel comfortable continuing to close the artery with the device. The doctor did not shuttle down completely due to the resistance felt. Manual pressure was held. There was no reported patient injury. The device was being used during a diagnostic procedure. Retrograde approach was used for the procedure. The deployer of the device was mynx certified. The 5 french non-cordis sheath was used for the procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Unusual force was applied while retracting the sheath, due to the defective device. The advancer tube was not engaged or visible as the team did not get to this step before aborting. The device was stored and prepped per the instructions for use (IFU). The storage temperature did not exceed 25 °c. The procedural device and 21 sterile devices will be returned for evaluation. A non-sterile ¿mynxgrip tm vascular closure 5f¿ was returned for investigation along with twenty-one (21) sterile unused ¿mynxgrip vascular closure 5f¿ devices related to the complaint from the same lot and catalog number received inside of their original boxes and sealed packages. Visual inspection of the non-sterile device showed that the shuttle was engaged to the black handle. The syringe was received connected of the device, and the stopcock was found in the closed position. In addition, an unknown procedural sheath was on the device, exposed to blood with no damages observed on it. The advancer tube remained in its manufactured position, and the sealant was noted exposed. The shuttle cartridge and catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. The sterile devices were unpacked to proceed with the product evaluation. A sample size of three (3) units was determined. During the visual inspection, the 3 units were reviewed and inspected for damages/anomalies that may have contributed to the reported failure; and no damages/anomalies were observed to the shuttle of the returned devices. The sealants were observed in their manufactured positions, fully covered by the sealant sleeve, protecting the mynxgrip sealant in all devices received. Per functional analysis, a simulated deployment test was performed on the returned device and the 3 sterile units, and the advancer tube was observed to properly engage to the proximal tamp lock. The shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip IFU in all units. Additionally, the sealant could be deployed without any problem. Per microscopic analysis, visual inspection at high magnification confirmed the slit presence in the outer cartridge for all units received. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device and the sterile units since they passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully on the complaint device and sterile units during functional analysis. However, it is possible that the issue experienced by the customer could have been caused by premature swelling of the sealant. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. However, as the sealant was slightly exposed and able to be deployed during functional analysis, it is possible that handling factors contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white portion of the plug of a 5f mynxgrip vascular closure device (vcd) did not descend appropriately. It was noted that when shuttling the colored handle down the user described much more resistance than normal and did not feel comfortable continuing to close the artery with the device. The dr. Did not shuttle down completely due to the resistance felt. Manual pressure was held. There was no reported patient injury. The device was being used during a diagnostic procedure. Retrograde approach was used for the procedure. The deployer of the device was mynx certified. Hey 5 french non-cordis sheath was used for the procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Unusual force was applied while retracting the sheath, due to the defective device. The advancer tube was not engaged or visible as the team did not get to this step before aborting. The device was stored and prepped per the instructions for use (IFU). The storage temperature did not exceed 25 °c. The procedural device and 21 sterile devices will be returned for evaluation.

Manufacturer narrative:
The procedural device and sterile devices are available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.